Manufacturer narrative:
In response to FDA report number: mw5103010. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported via regulatory agency right side "rupture". Patient also reported ¿have diagnoses involving hypothyroid, autoimmune (sjogren's), adrenal fatigue, hormone imbalance, chronic fatigue, chronic sinus problems, hair loss, cognitive issues (memory loss, confusion, brain fog)¿, ¿, acquired hypothyroidism, adrenal fatigue, chronic fatigue, bradycardia, add, food sensitivities, anxiety, urgency of urination, excessive thirst, lft elevation, insomnia, chronic digestive issues (sibo), chronic sinus issues (and smell in nose), estrogen/progesterone imbalance, frequent urination, frequent dehydration, anxiety, panic attacks, symptoms of dysautonomia¿ and "persistent fungal infections, recurring yeast and other bacterial infections" as not device related. The device has been explanted.